Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral flanks using the coolcurve applicator and to the lower abdomen using the cooladvantage+, coolcore countour applicator on (B)(6) 2018. The patient reportedly had delayed onset pain 3-5 days after treatment and was advised to take nurofen or panadol every 4-6 hours until the pain subsided after 3 weeks. The patient also reportedly had swelling or edema 1 week after treatment and was advised to use cool packs. The patient developed paradoxical hyperplasia (pah/ph) 7 months after treatment day and was diagnosed on (B)(6) 2018.

Manufacturer narrative:
Corrected data: h.7., h.9. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral flanks using the coolcurve applicator and to the lower abdomen using the cooladvantage+, coolcore countour applicator on (B)(6)2018. The patient reportedly had delayed onset pain 3-5 days after treatment and was advised to take nurofen or panadol every 4-6 hours until the pain subsided after 3 weeks. The patient also reportedly had swelling or edema 1 week after treatment and was advised to use cool packs. The patient developed paradoxical hyperplasia (pah/ph) 7 months after treatment day and was diagnosed on (B)(6)2018.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral flanks using the coolcurve applicator and to the lower abdomen using the cooladvantage+, coolcore countour applicator on (B)(6) 2018. The patient reportedly had delayed onset pain 3-5 days after treatment and was advised to take nurofen or panadol every 4-6 hours until the pain subsided after 3 weeks. The patient also reportedly had swelling or edema 1 week after treatment and was advised to use cool packs. The patient developed paradoxical hyperplasia (pah/ph) 7 months after treatment day and was diagnosed on (B)(6) 2018.